Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized for a high blood glucose of 23.0 mmol/l and that the pump had a button error before going into the hospital. The patient was treated with two doses of novorapid during the 11-hour hospital stay. The customer has since ceased use of the pump and revert to novorapid injections. There were no significant events leading up to the button error alarm; however, the customer kept the pump inside their bra and may have exposed the pump to perspiration. The insulin pump will be returned for analysis and a replacement pump along with a courtesy belt clip were shipped to the customer.